Event description:
When selecting a size 25 valved conduit for implant it was found that the size on the foil pouch was labeled as a size 21 valve conduit. A new size 25 valved conduit was used successfully.